Event description:
It was reported that during a low anterior resection procedure, did not staple but cut, sutured by hand, patient is well, no further information is available. Another device was used to complete the procedure. No device will be returning. Additional information received from the affiliate: the patient is obese and had received treatment with radiotherapy. The surgeon did not feel any difference when firing the instrument and he provides the following explanation why the staple line was not there, the instrument was delivered without any staples.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information is unavailable; device was not returned for evaluation.device not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.